Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured using retention strips and controls. Testing results (qc range = 2.8 - 4.4 inr): qc 1: 3.6 inr, qc 2: 3.5 inr, qc 3: 3.6 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The maximum difference between measurements was 3%. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
Relevant retention test strips (lot 381237) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received discrepant results when testing with her coaguchek xs meter serial number (B)(4). At 8:16 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.7 inr. At 1:00 p.m., a sample from the patient was tested using the doctor's office meter, resulting with a value of 4.1 inr. The customer stated that the doctor's office meter is the same model that she has (coaguchek xs). The 4.1 inr value was believed to be correct. The patient stated that she had chemotherapy treatment just before this measurement. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the complained meter value. The patient is currently fine. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week. The patient stated that she has a diet that consists of no alcohol and no foods high in vitamin k.